Event description:
The medical center had an impella 5.5 support ongoing, via an axillary graft insertion site, for a 39 year old patient with congenital disease history awaiting a heart transplant. The axillary site developed a hematoma that was washed out on two separate occasions in the operating room. The washouts were all that was needed, as no blood products were infused back to the patient. The patient had his pump explanted after 19 days when the patient bridged to transplant.

Manufacturer narrative:
The medical center has not yet returned for analysis and benchtop testing the impella 5.5 pump. The return is expected. Upon completion of the investigation, a final report will be forthcoming.

Manufacturer narrative:
Since the original report was filed the investigation has concluded. The pump was returned for analysis. The cause of the access site bleeding was most likely use related since it was believed to be related to the glue the site used at the anastomosis. The failure mode will be monitored and trended. Of note the IFU stated the following: ¿assess access site for bleeding and hematoma."

Event description:
The complainant also reported that the patient's pump had an irregular placement signal and false readings during the support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The root cause of the optical signal issue was most likely biomaterial related. No change to 5s parameters during the shift in placement signal indicates the issue was an interaction with the patient. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-01999. B7 other relevant history, including preexisting medical conditions updated. D4 model number updated. D4 unique identifier (UDI) # updated. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 have erroneous entries in the initial report - should have been left blank. G1 reporting contact email updated.